Event description:
It was reported that the arm on the stenoscope system would not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.